Event description:
This is a woman who was diagnosed with breast cancer. She has several trichilemmomas on along her jaw line and mouth and macrocephaly. Her dermatologist ordered genetic testing for mutations within the pten gen, which was negative. She had little or no pre- or post-test counseling and reports that her results were never discussed or interpreted with her. When she was diagnosed with breast cancer, her oncologist referred her to genetic counseling. We discussed that her personal history was pathognomic for cowden syndrome -associated with mutations in the pten gene- and that she should consider herself at risk for the other features of cowden syndrome, even with a negative test result. She was confused by our interpretation and shocked that she could still be at risk. This possibility had never been discussed with her. A year later, this pt reports that she still regrets having testing.